Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Event description:
An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and passed. Functional test was performed and passed. A review of the receiver log was performed and the complaint was not confirmed within the investigation window.

Manufacturer narrative:
(B)(4).